Event description:
Initial info was received by a sales rep from a physician on (B)(6) 2011: a female pt was treated with poly-l-lactic acid (sculptra) (lot # unk, expiration date unk) on (B)(6) 2009 with two vials and again in (B)(6) 2009 with one vial. The pt experienced nodules that started appearing 17 months after the injection. The pt had a biopsy done on (B)(6) 2011 that showed a foreign body crystalline with associated fibrosis and granuloma formation and reactive changes with inflammation. The physician also stated that the pt experienced a golf-ball size granulomas from poly-l-lactic acid. The physician was getting a second reading of the biopsy. No further relevant info reported.